Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019 . The customer troubleshot with technical support. The customer was able to resume testing and completed the flow accuracy test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator failed the flow accuracy test. No patient involvement. Event date not specified; estimate used.